Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly; no issues were noted. The table was returned to service and no additional issues have been reported. The surgical table subject of the reported event was installed in 1995 and is serviced and maintained by the user facility.

Event description:
The user facility reported that during a patient procedure the surgical table lowered in height without being commanded to do so. The user facility declined to provide additional information regarding the reported injury or current state of the patient. A procedural delay was reported due to the reported event.